Event description:
Both pumps will be replaced and delivered next day early morning on (B)(6) 2016 as patient stated that sometimes the pump runs out of medication in 2 days and sometimes 3, and once as long as 5 days. Patient was unsure if this was happening with one or both his pumps sn#s (B)(4). No side effects were experienced due to pump malfunction. Did the reported product fault occur while in use with a patient: the pumps was/were in use when product fault occured. Did the product issue cause or contribute to patient or clinical injury: no, it did not. Patient had no side effects or issues related to the pump malfunction. Is the actual device is available to be returned for investigation: both pumps will be returned and replaced with new ones. Dose or amount: 13.5 ng/kg/min. Frequency: every 72 hours. Route: subcutaneous. Reason for use: pulmonary arterial hypertension.